Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to repair/upgrade. Additional information indicated that the lead was likely fractured. No further adverse patient effects were reported.